Event description:
This is a report of overinfusion/ fast flow during use of an infusor received on 06/10/2010 by baxter (B) (4) from a sales representative. Additional information received with the sample on 06/14/2010 is as follows: the pump was filled with 3200 milligrams (mg) 5-fu and 250 milliliters (ml) of 0.9% nacl (sodium chloride). No other drugs were applied at the same time. After filling the pump was stored at room temperature and connected to the patient's port. The infusor was connected to the patient on (B) (6) 2010. The pump was empty after 12 hours instead of after 24 hours. The patient experienced high blood pressure and nausea. No intervention was necessary and the patient recovered. No additional information will be provided by the customer.

Manufacturer narrative:
(B) (4). Evaluation summary: the actual sample involved in the incident was received for evaluation containing no fluid. Upon receipt, the sample was visually examined for signs of any anomaly that may have contributed to the reported condition; however, none were found. A standard flow test was subsequently performed on the sample for 21.5 hours. At the end of the flow test period, the sample produced the following flow rate (ml/hr): calculated = 10.19, normalized = 10.45. The flow rate was found to be within the specification range of 9.00 - 11.00 ml/hr. A manufacturing batch record review was performed, revealing that the product met all acceptance criteria for release.